Event description:
The reporter stated the surgeon implanted a aa4203vf silicone single piece lens in 2000. Lens was explanted on (B) (6) 2010 due to lens moving in eye. Lens was replaced with a three piece lens. Further info has been requested, but none has been forthcoming. A supplemental will be filed when further info is available.

Manufacturer narrative:
(B) (4) - surgical procedure, secondary surgery - (B) (4): eval method - (other): lens work order search. Results - (other): a lens work order search was performed and no similar complaints were found within the same work order. (B) (4).